Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Unit passed displacement test and self-test properly. Insulin pump errors confirmed in insulin pump history with variable. However, problem isolated to electronic assembly. Unit passed the sleep current measurement and active current measurement. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Insulin pump received with normal operating currents.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer was bale to clear error and able to rewind the insulin pump. Customer performed self test which was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.